Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on the service order by (B)(6) that the button on the air oscillator device was not working properly under usage. During service and evaluation, it was observed that the air oscillator device trigger was blocked, jammed and heavy moving. It was further determined that the push button on the device was not working properly under usage. It was further determined that the device failed pre-test for trigger function, air leak and frequency. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date returned to manufacturer was documented as oct 10, 2016 on the initial report. It has been updated as oct 5, 2016. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the trigger was blocked, jammed and heavy moving. It was also noted that the push button was not working properly under usage, triggers was blocked and damaged. It was also noted that the device failed pre-test for trigger function, air leak and frequency. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.